Manufacturer narrative:
The system was examined and the reported event was replicated. The host was subsequently replaced and returned for evaluation, to resolve the issue. The system was tested and found to meet product specifications. The manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The host was received for evaluation. The returned sample was installed into a calibrated system. The system was not able to successfully boot up. Therefore, there was no further testing performed. The root cause of the reported events can be attributed to a nonconforming host. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during surgery, the system shut down on its own. A system advisory displayed when the system was rebooted. The surgery was completed using an alternative console.